Event description:
It was also reported that the patient was not dependent, and that they could see conduction through the rv noise.

Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had a lead safety switch due to high out of range pacing impedances greater than 2000 ohms. It was noted that the impedances were fluctuating over the past few months. Programming options and additional troubleshooting was discussed, and the plan was to continue to monitor. The device remains in-service. No adverse patient effects were reported.